Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial: (B)(6)); product type: 0184-catheter; implant date (B)(6) 2024; explant date (B)(6) 2024; UDI: (B)(4); ubd: 2026-02-06. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient and health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal lioresal 500mcg/ml at 90mcg/day via an implantable pump for unknown indications for use. It was reported that the patient felt a decline in therapy. Environmental/external/patient factors that may have led or contributed to the issue included the patient bending down and feeling the pump flip. A catheter dye study was performed. Actions/interventions included a catheter revision. The issue was resolved and the patient's status was "alive-no injury". The patient's weight and medical history was asked but was unknown.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pump was flipping and twisting the catheter. The catheter was twisted on explant. The dye study failed due to being unable to aspirate. The information was confirmed with the physician.

Manufacturer narrative:
Concomitant medical products: product ID 8780 lot#/serial# (B)(6), implanted: (B)(6) 2024, explanted: (B)(6) 2024, product type catheter medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.